Event description:
Hardware removal of tibia plate due to infection. The implant was on an unknown date approximately 4 months prior. The surgeon removed four unknown cortical screws and five unknown 3.5 mm locking screws. The surgeon reported that the fracture has healed. The infection caused removal of all lateral hardware. The hardware was successfully removed with no patient injury. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. Implant date was approximately (B)(6) 2013. A review of the device history records was performed and no complaint related issues were found.